Event description:
The customer reported that the display is blank. The customer reported there was no patient involvement.

Manufacturer narrative:
Follow-up root cause: failure analysis on the returned lcd shows that this lcd panel was tested and no failures were identified.